Event description:
The device was connected to the pt and diagnosed an asystolic ECG. At some time during use, allegedly the device display extinguished and pt monitoring could not be continued. The pt was not resuscitated, but the reporter stated device operation did not affect the outcome, due to a lack of pt viability.